Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the distal insulation was damaged at 13.1 cm from the connector pin due to excessive force being used when tying the suture sleeve. This would cause the reported noise anomaly.

Event description:
It was reported that both leads exhibited noise. The leads were explanted and replaced.